Manufacturer narrative:
Date recv'd bt MFR: 03mar2019. The device was evaluated by the manufacturer. The reported event was determined to be caused by foreign debris in the oxygen valve solenoid. Cleaning the oxygen valve solenoid corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective oxygen solenoid valve to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed system leak. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.